Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A risk manager reported a loss of suction during lasik flap creation on a patient's left eye. Scissors were used to complete the flap. The flap was able to be lifted and the procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
A review of the technical service on site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. (B)(4).